Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were noted. The device was not returned for evaluation, and post-op x-rays were not available. Per information received, there were issues with the patient's soft tissues and poor placement of the plate during the initial implant surgery. Improper selection or improper implantation of the device may increase the probability of loosening or migration. However, as the device was not received for evaluation, the root cause could not be determined.

Event description:
It was reported the patient was implanted with an olecranon plate and acumed arh. Per information received, due to problems with the patient's soft tissues and poor placement of the olecranon plate, the patient's elbow continued to dislocate (event date unknown). As a result, the patient had to undergo a revision surgery using the same olecranon plate. The arh remains implanted with no issues.